Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead implanted 2008 (B)(6); 6947-58 lead implanted 2008 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular lead threshold increased 0.75 volts in about 6 weeks. Diagnostic testing and troubleshooting was performed and the lead remains in use. No patient complications have been reported as a result of this event.